Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The customer encountered repeated recoverable fault 23124 on usm 2. Fse replaced usm 2 but it did not resolve the issue. Technical support had fse swap hirose cables and usm3 faulted. Then fse reseated the universal motion controller (umc) 1 and the fault continued to occur. Tse then asked fse to swap umc 1 and umc 2. After swapping and programming, fse test drove all four usm's, drove the psc, tested the boom and the fault was no longer present. Fse swapped umc's again to test one more time and fault returned. Fse swapped umc 1 and 2 again and test drove one more time and fault was clear. Fse replaced the umc 1 to resolve the issue. Isi received the usm and umc units involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate the customer reported complaint. The usm passed normal mode. There were no issues when the sterile adapter, cannula and endoscope were installed multiple times and driven with the mtm. The cables and connections were intact and there were no sign of fluid intrusion. The usm passed the carriage lissajous, direction test, carriage switch, carriage strength, fan test, sensors check, sine cycle, fiber test, brake tests and all friction test on patient side cart fixture test platform (pftp). Error 23124 means there was a discontinuity in the cart-space position error, suggesting an incorrectly updated offset. The umc was installed and tested in the pca test system. It started up with no error. The board underwent 50 power cycles and passed all the runs. The board remained in the test system for 6 hours, while testing other parts, and it performed with no issues. There was no trouble found with the umc. The usm and umc were installed and tested together in the pca test system. It started up with no errors. The usm was moved through the full range of motion with no issues. Both parts were power cycled 100 times and passed the test. Both parts remained in the test system for 11 hours while testing other boards, and they performed with no anomalies. There was no trouble found with both units.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the universal surgical manipulator (usm) 2 kept on getting a recoverable fault. The system was not connected to onsite at that time and customer was not able to remember the error number or message. The customer was also unable to send the event logs at the time of the call. The site disabled usm 2 and continued with the procedure. The customer informed they will call back after the procedure and send error logs. The procedure was completed with no reported injury.